Event description:
The customer reported that the system displayed an error message that caused the system to shut down. There is no report of pt injury.

Manufacturer narrative:
The customer did not respond to the service representative¿s attempts to contact the customer. The case was closed.